Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the present ria drive shaft was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information has been provided and also the reamer head was not returned. We can only suppose that too much force was applied during use and that finally a mechanical overload caused this breakage.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, the tip of the reamer/irrigator/aspirator (ria) instrument was broken inside the reamer head. The device was difficult to ream on first pass, and the reamer jammed on removal of the reamer head. It was noted the cannulated tip had broken inside the reamer head. This was removed and the other ria assembly was set up. There was no adverse consequences for the patient. The rest of the case proceeded without incident, multiple ream head sizes were employed due to the nature of the patients hard bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.